Manufacturer narrative:
Results evaluations (other): the investigation into this event is limited as the user facility did not retain the event sample. The investigation is based on clinical opinion and history of device. We have been unable to allocate a definitive root cause for this incident, but conclude there is no evidence that the device involved has failed to perform as designed. The folding of the tracheal tube during intubation is a small but known risk, which can be minimized through monitoring of the tube during intubation. It is possible that in this case, the tube caught on a part of the pt's anatomy during intubation and continued insertion caused the tube to fold back upon itself causing the symptoms described. A complaints review confirmed this to be the first complaint for this product lot and the first complaint of this nature for this product code. The only similar report received on this product was for a 3.0mm size received from this same customer in 2006. This report has been logged for trending.